Event description:
Boston scientific received information that this left ventricular lead displayed no capture at maximum output. The patient had been upgraded to a bi-ventricular system two days prior. Fluoroscopy was performed which showed the lead to have dislodged. The patient was seen for a lead revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned.

Manufacturer narrative:
As of today, the lead has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Dried blood/body fluid was noted in the entire lead lumen. The polyurethane was bent 350 millimeters (mm) from the terminal pin and was puckered 327 - 343 mm from the terminal pin. Cuts in polyurethane insulation were noted at 385 and 388 mm form the terminal pin. The lead was determined to be electrically continuous. The clinical observations were not able to be confirmed through laboratory testing.

Event description:
The lead has been returned for analysis.